Event description:
It was reported that a patient underwent a wpw (wollf-parkinson-white) ablation and the patient experienced 3rd degree heart block. Intervention is unknown. The right atrium (ra) was mapped using octaray. There was a bundle of kent near his. Ablation was conducted at the same location for two seconds and kent bundle separation was confirmed. Then, bonus ablation was conducted. Atrioventricular (av) block was confirmed during ablation and av block was not resolved after ablation was completed. The patient left the room with av block. The physician's opinion on the cause of the adverse event was the procedure. Mapping showed that there was kent bundle at ta12-1. Before ablation, the physician performed detailed mapping with qdot to check for his bundle and determined that it was distant from the his bundle. Other diagnostic catheters such as cs and his catheters were not placed intracardiac, and the diagnosis of av block was made based only on the ablation catheter and the body surface electrocardiogram (ECG) qrs. The kent bundle was cut immediately after initiating ablation, and the lab operator was performing measurements on the review screen, so it was delayed in noticing the block. As a result, ablation was performed for an additional 10 seconds after the av block occurred.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).